Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Video of procedure. The device was not returned for analysis; therefore it is not possible to establish potential or probable cause. The focus of the complaint investigation is on information contained within this file, a review of the instructions for use and a review of the procedure videography. Ees medical director reviewed the video and below is a summary of his observation. The case was performed with three ports, one camera, one grasper, one operative (dissector, clip applier). Dissection did not appear complete. Neither common duct nor junction was identified. Three clips were placed on cystic artery and 6 clips were placed on the cystic duct. Poor clip placement was identified with at least one clip being applied across part of another clip. This led to a malformed clip and a potential aberration of the other clip. Frequently the tips of the clip applier were not visualized during application leading to possible collateral structure damage. At least one clip was in position to impinge on the common duct which was not visualized. Per the instructions for use, "prior to each clip application, inspect the jaw tips to ensure the clip is fully advanced to the end of the jaws. Ensure that each clip is securely and completely positioned around the tissue being ligated." In addition, "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws" we did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. No further investigation other than what is outlined in this file can be performed at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon reported that all the clips applied by using the device didn`t close properly on the vessels. The case was carried out by using more clips. There were no adverse consequences for the patient.